Manufacturer narrative:
(B)(4). Batch #: v94f6d. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. The device was connected to a test hand piece and a gen11; during functional testing, it was noted that the max hand control button was nonfunctional. However, the device did activate when tested with the foot switch. No replace instrument alert screen was displayed as reported. The device was disassembled to inspect the internal components. Corrosion was found at the max hand activation dome. The corrosion in the dome is possibly caused when the device was soaked for cleaning before shipment for analysis. Due to the moisture discovered on the instrument, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. It is possible that moisture in the dome could have resulted in an alert screen of ¿reactivate two switch activations detected¿. This was not seen during analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastrectomy the ¿replace instrument¿ alert screen was displayed. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.